Manufacturer narrative:
(B)(4). Additional patient information was requested, but no patient information was provided reportedly due to hospital policy. (B)(4). The gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned to gore and an engineering evaluation was performed. Initial investigation involved visually inspecting the returned components. Blood residue was observed on the device, which is consistent with its use in a clinical setting. The catheter was kinked at the polyimide section between the mid and leading olive. It was not possible to confirm if the kink were due to shipping of the device back to the gore facility. Engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water channeled out of the manifold. No visible gap existed between the manifold lid and the spine. The manifold lid has a silicon gasket around the inside, and is further sealed to the manifold with the addition of glue to glue ports and the guide wire lumen trough. The area that leaked only has the silicone gasket providing the seal. Engineering attempted to insert_ an amplatz extra stiff 0.035¿ guidewire at the leading end of the delivery catheter, but was not able to pass it through the leading olive. Engineering then inserted the guidewire through the tuohy-borst valve and was able to pass the guidewire through the catheter, and dislodged a blood clot from the leading olive. Engineering attempted again to insert_ the guidewire at the leading end of the catheter and was successful on passing it through the length, and subsequently successful at removing the guidewire. Resistance was met during insertion and removal, but it is unclear if it was due to the kink observed in the polyimide. Based on the findings from this evaluation, the reported observation that blood leaked from the catheter handle was confirmed. Additionally, the reported observations that it was difficult to advance the device on the guidewire and remove the device from the guidewire was confirmed, although the kink in the polyimide confounded the evaluation. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket. The likely cause of the observed difficulty with advancing and removing the device over the guidewire could not be determined with the available information. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to bleeding.

Event description:
On (B)(6) 2018, a gore® excluder® aaa endoprosthesis featuring c3® delivery system was being used for treatment of an abdominal aortic aneurysm. It was reported the device was slightly difficult to advance on the guidewire. It was also reported that when the device was inserted into the patient, blood started to come out of the seams in the delivery catheter handle. According to the report, the handle appeared to be leaking quite a bit prior to deployment, and the blood leakage appeared to increase after performing the first step of deployment. It was reported the exact source of the leakage could not be identified. It was reported a decision was made to complete deployment of the endoprosthesis, instead of waiting to cannulate the gate, due to the constant blood leakage. According to the report, the device appeared to deploy with no issues noted, but deployment was hurried as a result of the blood leakage. It was reported the device was very difficult to remove the delivery catheter off the guidewire after deployment. It was reportedly thought wire access would have to be lost in order to remove the delivery catheter from the patient, but wire access was able to be maintained with clamps. It was reported there did not appear to be any issues with the implanted endoprosthesis on final angiography. The patient reportedly lost ~100 ml of blood from the handle of the device, but it was reported a transfusion was not required. The patient reportedly tolerated the procedure.